Event description:
Information was received that during a regular tracheostomy change out, a smiths medical bivona flextend tracheostomy tube was noted to have black mold where the tube connects to the flux. Patient was given antibiotics both orally and through an IV.

Manufacturer narrative:
One tracheostomy was returned for evaluation. Visual inspection of the device has found loose contamination inside the tube and on the connector. The tube was inspected to detect for any black rings inside the tube, and a black ring at the joint between the tube and the connector was observed. Then sample was cut and the wire was taken out to see if the unit has a molded black ring into the tube. No molded black ring was found. The reported customer complaint was confirmed. The reported customer complaint was not confirmed. While no definitive problem source to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing.